Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 cocr lfit head 36mm/+10, cat# 6260-9-336, lot# 5834l0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that revision surgery of left hip was done at (B)(6) due to infection. Information of the primary implant was not received now. When the revision surgery of right hip, the v40 head +10mm (6260-9-336) was implanted to "exceter" stem (0580-1-044) because the stem was implanted deeper than planned. The sr explained to the surgeon that it was use outside of indication. But the stem was revise and the operation was finished. This pi is for revision of left hip on (B)(6) due to infection.